Manufacturer narrative:
Product evaluation: the device with the lens was returned in the opened blister tray inside the carton. The plunger lock and lens stop were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to the nozzle entry area. The lens has been advanced to mid-nozzle. The leading haptic is straight. The trailing haptic is folded onto the optic surface. The lens is in an acceptable position for advancement. No damage was observed to the device. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. No problems are observed with the returned device. The straight leading haptic may have been interpreted as the reported complaint. The optic and haptic positions are acceptable. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. A straight leading haptic may occur: due to the normal folding variations as indicated the dfu diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If the ovd fill rate is too fast the folding effect on the leading haptic is minimized. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a defective intraocular lens (iol) in a preloaded device. Additional information has been requested.